Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips response ctr (rc) that the etco2 port connector was pushed in and cannot connect the sensor. There was no pt involvement.